Event description:
Healthcare professional reports a nurse cut her finger while using direct check quality control. The nurse was using the protective sleeve and was in the process of crushing the ampule when a "shard of glass punctured the tube at the top of the tube above the sleeve and punctured her left index finger." There was a small shard of glass in her finger. The nurse removed the shard and washed the cut with soap. No report of serious injury, or administration of medical treatment. Medical safety data sheet will be provided to customer. Directcheck does not contain human blood products.

Manufacturer narrative:
(B)(4). No product returned. Product met all release criteria. Conclusion: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.